Event description:
It was reported that the pt stopped having access to sound during the beginning of (B)(6) 2011. X-ray results showed that there are 5 electrodes inside the cochlea. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.